Event description:
It was reported that during use of an endeavor resolute stent that the stent could not cross the lesion. The target lesion in the lad had severe stenosis and was pre-dilated. The stent was inspected prior to use with no issues noted. Exact degree of calcification and % stenosis in lad is unknown. No resistance was encountered when withdrawing the un-deployed stent back through the stenotic lad. No patient injury reported. Device evaluation: the distal tip was flared. A number of struts on the 10th and 11th distal segments was slightly raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Patient¿s condition affected effectiveness of device (severe stenosis). Deformation problem (stent deformed). Inherent risk of procedure (stent deformation, failure to deliver the stent). Evaluation conclusion: device failure related to patient condition (severe stenosis). Known inherent risk of procedure (stent deformation, failure to deliver the stent). (B)(4).